Manufacturer narrative:
(B)(4).

Event description:
It was reported that when the patient presented in the emergency room with possibly unrelated symptom of incoherence and unconsciousness, post-paced t-wave oversensing was observed on stored egm. Programming changes were made.